Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient was admitted and diagnosed with a pelvic mass and to get ovaries removed. "During the procedure, my uterus was cut. I received info that I had a mesh. The mesh/bladder sling is adhered to my bladder and a fibroid. The fibroid is a mass now. I only have seven percent of my right kidney. My ovaries are also still present. I was diagnosed with my ovaries in 2017 after having an ultrasound. I also have a pelvic implant and have chronic pain. It is unknown if device remains implanted." No additional information was provided.